Event description:
It was reported that cartridge alarm 20 occurred, and it reoccurred with a new cartridge before it was even installed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was unable to resume insulin therapy with a new cartridge, so tandem technical support arranged for a replacement pump to be sent, advised the customer on storage and return protocols for the faulty pump, and ensured availability of training through the tandem source account. The customer will use an alternative method for insulin delivery, specifically multiple daily injections (mdi), until the replacement pump is delivered.